Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's (B)(4) based on form FDA (B)(4) inspection observation, (B)(4) issued on (B)(4) 2010.

Event description:
Treating doctor reported that the first aligners were delivered on (B)(6) 2009 and then on (B)(6) 2009. The pt reported swelling on her lips and some breathing issues. The doctor asked the pt to remove her aligners immediately (which the pt did). One day later, the pt discontinued treatment because her symptoms got worse and her husband took her to the ER for eval. On (B)(6) 2009, the pt received medical attention and was given medication, and left the ER in good health. Currently, the pt is doing well and her health is completely back to her normal state.